Manufacturer narrative:
The device was explanted and is expected to be returned from the funeral home. At this time, the device has not been returned for analysis. This report will be updated should additional information become available, or following analysis if the device is returned.

Event description:
It was reported the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. Prior to the patient passing it was noted they were diagnosed with pneumonia. There was a concern the device did not treat the patient appropriately.